Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilisation. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2011. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: no ectopic pregnancy, no oophorectomy, no hospitalization, no infection w/ IV antibiotics, no abscess, no blood transfusion or sepsis . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilisation. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2011. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: no ectopic pregnancy, no oophorectomy, no hospitalization, no infection w/ IV antibiotics, no abscess, no blood transfusion or sepsis quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("feels like something is "pinching" her when she bends over or is lifting heavy") in a 35 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of rash trunk (start unspecified, improves with unspecified antibacterial topical) on (B)(6) 2021, perennial allergic rhinitis in 2017 and peripheral neuropathy, gastroesophageal reflux disease (resolved), abortion (3), premature delivery (1), parity 5 (4 fullterm), multi gravida (8), headache (in history, frequent since (B)(6) 2019), thoracic pain and back pain. Concurrent conditions were listed as shoulder pain since (B)(6) 2021, major depressive disorder and prediabetes since (B)(6) 2019, hand pain (right), paresthesia lower limb and obesity (bmi 30.0-34.9) since 2017 as well as migraine (controlled). Concomitant products included flu vaccine vii (influenza vaccine) on (B)(6) 2021, flexeril [cyclobenzaprine hydrochloride], cleocin t (clindamycin phosphate), lotrisone (betamethasone dipropionate;clotrimazole), topamax sprinkle (topiramate) for migraine and tylenol (paracetamol). In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020 she experienced abdominal pain lower ("left lower quadrant abdominal pain"). Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required) and dysmenorrhoea ("debilitating pain with her period"). The patient was treated with ibuprofen and motrin [ibuprofen] as well as surgery (essure removal). At the time of the report, the outcomes for pelvic pain and abdominal pain lower were unknown. The reporter considered abdominal pain lower, dysmenorrhoea and pelvic pain to be related to essure administration. The reporter commented: no ectopic pregnancy, no oophorectomy, no hospitalization, no infection w/ IV antibiotics, no abscess, no blood transfusion or sepsis. Current complaints on (B)(6) 2021: patient went back already in 2017 to have essure removed due to continued pain complaints since. Feels like something is "pinching" her when she bends over or is lifting heavy. Also complains of debilitating pain with her period. Appointment made for patient to have essure removed. Essure removal (B)(6) 2021 (2011 implausible) (B)(6) 2021: status post removal of essure gyn device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-may-2023: report via lawyer: medical history and concomitant / treatment drugs added (none reported previously). Events were specified (previously reported event: medical device removal). Essure removal year updated (2021 not 2011). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.